Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a cerebral infarction occurred. Per the physician, the device and implant procedure contributed to the cerebral infarction. Approximately 1 month following the implant of the transcatheter valve, the patient was hospitalized due to congestive heart failure (chf). Per the physician, there was no causal relationship between the chf and device or implant procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: ***); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added second paragraph. H6. H11. System reported dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a cerebral infarction occurred. Per the physician, the device and implant procedure contributed to the cerebral infarction. Approximately 1 month following the implant of the transcatheter valve, the patient was hospitalized due to congestive heart failure (chf). Per the physician, there was no causal relationship between the chf and device or implant procedure. Additional information was received indicating that the stroke was confirmed using computed tomography. Per the physician, it is unclear whether the valve or the delivery catheter system caused the stroke.

Manufacturer narrative:
Additional information was received pertaining to the dcs: d10: lot number: 0011956741, use by date: 2025-sep-15, UDI#: (B)(4). H6: fdm/annex b code (device was discarded at the hospital). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.